Event description:
On (B)(6) 2009, patient reported leakage at the infusion set insertion site. Patient noticed the leakage while performing bolus via insulin infusion device. Patient did not notice any issue with the infusion set, infusion site, or adhesive. The patient performed change of the infusion set. No physiological effects were reported. The product was discarded and is not available for evaluation.

Manufacturer narrative:
Rapid d infusion set.